Manufacturer narrative:
Analysis of the provided files permit to confirm the reported event as a freeze is visible this day. This freeze resulted from a software malfunction related to poor management of the programmer modules during real time tests. The main probable hypothesis is that a known issue of crash of the egm display controls (golcontrols) occurred. This can be triggered when the user tries to position the cursor at the end of a manual threshold. The reported event could also have been caused by an instability of aida reading thread after it has been interrupted and resumed several times. The main origin of the reported event could not be established with certainty. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, during a follow-up, the bottom of the touch screen tablet was not responsive. Restarting the tablet resolved the issue.